Event description:
The customer reported that during use of this handpiece to perform removal of a third molar, the patient received a burn to the left lower lip. The burn was described as 1/4" in length, which required two sutures to stop the bleeding. This event delayed the procedure by approximately 30 minutes. Following, it was reported that the surgeon completed the procedure using the same handpiece and bur guard.

Manufacturer narrative:
To date, conmed linvatec has not received this drill to perform an evaluation. Upon completion of the investigation, a follow-up report will be submitted. The customer is unsure as to the specific drill used during this event; therefore, two drills are being sent for evaluation. Associated MDR 1017294-2008-00297. Associated MDR 1017294-2008-00299.